Manufacturer narrative:
Other, additional manufacturing narrative (if other): attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data:

Event description:
The customer reported that at approximately 1030am on (B)(6) 2016 the patient in room 805 appliance 1 deteriorated to the point of cardiopulmonary arrest at (B)(6) hospital. Patient was a toddler who had a tracheostomy tube in place. It is believed the trach tube became dislodged prior to the patient deterioration. Per the facility, the patient was admitted to the safetynet system and was being monitored via a rad87. Per the nursing staff the bedside device never alarmed and no page was received. After the event, clinical engineering tested the bedside device and the pager and both devices seemed to be working properly. Further investigation is desired.